Manufacturer narrative:
H3: one used sample received for analysis. Visual inspection was carried out, and no damage or anomalies were observed. To replicate manufacturing procedure testing, leak and occlusion tests were conducted on the returned sample as per manufacturing procedure using a hydrostatic pressure pump. The infusion site base was removed for testing purposes and leak: 45 psi for 30 seconds, plus occlusion: 2 psi for 30 seconds. A free flow was observed for the occlusion test. No leaks were observed on the tubing during the leak test. The complaint of an occlusion cannot be confirmed nor replicated. A device history record could not be completed as no lot number was received.

Event description:
The pwd (person with diabetes) reported receiving an occlusion alarm labeled ¿line block¿ on a non-icumed device. In an effort to resolve the issue, the patient reset the pump and continued using the current cassette. However, despite these actions, blood glucose levels continued to rise significantly, and the sensor displayed a ¿high¿ alert. The patient suspected that the system was inaccurately calculating insulin on board (iob), which led to the system not recommending a correction bolus. This raised concerns that the issue might be with the infusion site itself. To address the situation, the patient changed both the infusion set and cassette, then manually administered a bolus. The event occurred while in use with patient. The operator of the device was the lay user/patient. There was no patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.